Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, increased sensitivity, inflammation (2021_2293 and 2021_2294 are same patient).